Event description:
Hill-rom received a report from the account stating the head brake casters are not holding. The bed was located at the account in medsurg. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support found the head casters inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time. If any add'l relevant info is identified following completion of the repair, the add'l relevant info will be submitted in a supplemental report.